Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving baclofen via an implanted pump. Indication for use was noted as intractable spasticity and head/brain injury. It was reported that the patient had a post-operative appointment on (B)(6) 2017. The incision was draining so they physician decided to take the patient back for a wound revision and possible cerebral spinal fluid (csf) leak. The patient was a cp (cerebral palsy) patient and from talking to the patient's parents, the manufacturer representative believes they said that the patient had experienced some seizures which was normal for the patient. The physician wanted to confirm there was no csf leak. No catheter problem was found but the physician decided to replace the pump segment. The pump segment was replaced on the evening of tuesday (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on june 28, 2017. It was reported that the patient had additional medical history including seizures, a hypoxemic event with hypoxemic encephalopathy in 2006 (resulting in the previously reported spasticity), a spinal fusion 4-5 years ago, and the need for complete care including tracheotomy and gastrostomy. It was further reported that the wound drainage was described as "csf wound drainage," and during the hospitalization, the csf from the "pump tap" grew serratia. The wound revision reportedly took place on (B)(6) 2017, followed by pump removal on (B)(6) 2017. The patient reportedly recovered and was discharged from the hospital on (B)(6) 2017.